Event description:
Home pt(hp) reportes receiving a system error 2240 alarm in drain 3/5 of treatment on the homechoice device. Hp discontinued treatment at time of alarm and performed manual exchanges. Next a.m., hp went to dialysis ctr. And rn found a small pin hole in the transfer set tubing approx. 1/2 inch from the roller clamp. The transfer set has been in place for less than 1 month. A transfer set change was performed and sample discarded. A culture of hp's effluent grew one colony of diphtheroid bacilli and a rare staph species. Hp was diagnosed with peritonitis and treated outpatient with 1gm daily ancef i.p. The hp is responding well to treatment per rn.